Event description:
Customer reported that the head of bed was stuck in upright position. No injury reported.

Manufacturer narrative:
Technician found cable connected to mecklock mechanism had become disconnected, causing head of bed to be stuck in upright position. Reconnected the cable to the mecklock mechanism to resolve this issue.